Manufacturer narrative:
This MDR report is being submitted for multiple patients with no specific device or patient information available. Concomitant products: dual antiplatelet therapy (aspirin 100 mg/ day) and either cilostazol 100 mg bid or ticlopidine 100 mg bid or clopidogrel 75 mg/day) was started at least 1 week prior to evt and continued until the end of the follow-up period. Literature citation: sakamoto, et al. (2013). Five-year outcomes of self-expanding nitinol stent implantation for chronic total occlusion of the superficial femoral and proximal popliteal artery. Catheterization and cardiovascular interventions, 82:e251¿e256. Complaint conclusion: as reported by sakamoto et al. ¿five-year outcomes of self-expanding nitinol stent implantation for chronic total occlusion (cto) of the superficial femoral and proximal popliteal artery (sfpa)¿, there were 49 cases of stent fracture noted in the cohort after their endovascular treatment (evt). The database consisted of 1,017 limbs from the 861 consecutive patients who successfully underwent evt for de novo sfpa lesions smart control stent implantation in the period from january 2004 to december 2009. The aim of the study was to assess the patency rates and predictors of restenosis for cto lesions. All of the patients had symptomatic sfpa lesions (rutherford 2¿6) that affected their quality of life despite exercise and optimal medications. Of the total cohort, 352 patients, 383 limbs, were treated for cto of the sfpa with a self-expanding nitinol stent, the smart control stent (cordis, a johnson & johnson company) and their clinical data were evaluated for sub-analysis. The products were not returned for analysis and a review of the manufacturing records could not be conducted without lot numbers. Without the return of the devices for analysis, the reported events could not be confirmed and no determination of possible contributing factors could be made. The product instructions for use (IFU) warns that the safety and effectiveness of the smart control stent has not been demonstrated in patients with lesions that are either totally or densely calcified. It further instructs that fractures of the stent may occur; including in the setting of multiple overlapping stents. Nitinol fatigue leading to stent fractures is a well-known and documented intermediate and long term issues in the distal sfa. Deployment of stents in these types of lesions present multiple forces at work including flexion, torsion, longitudinal expansion and contraction. The causes and clinical implications of stent fractures are not well characterized. Care should also be taken when deploying the stent as excessive force could, in rare instances, lead to stent deformation and/or fracture. Based on the information provided for review, vessel characteristics (ctos) may have contributed to the reported events. Without lot numbers to conduct DHR reviews, it is not possible to determine if the reported events could be related to the manufacturing process. Therefore no corrective and preventive actions will be taken at this time.

Event description:
As reported by sakamoto et al five-year outcomes of self-expanding nitinol stent implantation for chronic total occlusion of the superficial femoral and proximal popliteal artery; catheterization and cardiovascular interventions (2013) e251-e256; there were 49 cases of stent fracture after the procedure. The database consisted of 1,017 limbs from the 861 consecutive patients who successfully underwent evt for de novo sfpa lesions through self-expanding nitinol stent implantation in the period from january 2004 to december 2009. All of the patients had symptomatic sfpa lesions (rutherford 2-6) that affected their quality of life despite exercise and optimal medications. Of the total cohort, 352 patients, 383 limbs, were treated for cto of the sfpa with a self-expanding nitinol stent, the s.m.a.r.t control stent (cordis, a johnson & johnson company) and their clinical data were evaluated for subanalysis. Dual antiplatelet therapy (aspirin 100 mg/day and either cilostazol 100 mg bid or ticlopidine 100 mg bid or clopidogrel 75 mg/day) was started at least 1 week prior to evt and continued until the end of the follow-up period. Women and patients requiring small stents had difficulty maintaining primary patency after treatment with self-expanding nitinol stents for cto lesions in the sfpa. The secondary patency rate, however, appears acceptable.